Event description:
It was reported that there was concern the device battery did not last as long as expected. Also, the patient was having issues with the remote monitor not being able to transmit when the home monitor was programmed on. The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the bench power up test failed. The monitor is unable to power up using the returned power supply. Also, after rework was performed on an integrated circuit, the unit was able to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).